Event description:
The customer initially reported that when plugged in, the device did not work. There was no pt injury. Upon receipt of the device for eval, it was noted that the jaw wires were bare.

Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report: (B)(6) 2010. The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.